Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00961705 case subject: npi 8015 error 200.5040 account name: palomar medical center account #: 10140048 asset name: 8120 pca module v8 asset location: contact: marcos matamoros contact email: marcos.matamoros@agilitihealth.com contact phone: 7606252110 contact mobile: patient or user involvement: no patient or user harm: no case description: marcos matamoros / biomed need assistance on 8120 sn (B)(4) having an error 200.5040 failure device type: failure problem type: failure mode: case resolution: I assisted marcos matamoros / biomed on 8120 sn (B)(4) having an error 200.5040, resolution is to flashed 8120 to v9.33 currently showing v8.5.6.0 . Issue resolved. Ref:_00d30y0yr._5000l1qj3wh:ref